Event description:
The md applied the fixator to treat a fracture of the distal radius. Approx 3 weeks later the pt returned to the md's office because the ball joint was loose. Md retightened the fixator in his office. There was no injury to the pt. The fixator has since been removed as part of the planned procedure.